Manufacturer narrative:
Follow-up #2: date of submission 03/09/2016-device evaluation: the device has been returned and evaluated by product analysis on 02/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and immediately emitted a cs 069 call service alarm; the alarm could not be cleared with a pump reboot, and the complaint was duplicated. The alarm was recorded in the black box as a cs 087 call service alarm, and further testing identified a failure of a component on the printed circuit board. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 069 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.